Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing.  The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of any microbes. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the distal end lens glue (2x) chipped. The charged coupled device unit cover lens glue chipped. The celling plate was dented. The channel mount was worn and torn. The mouth guard piece for endoscopy was defective. The air/water cylinder was scratched. The suction cylinder was scratched. The bending tube was shortened (170/90/100/100). The biopsy channel was worn and torn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope auxiliary channel tested positive for 1 cfu of acinetobacter and 1 cfu of saprophytic bacteria. The suction channel tested positive for 3 cfus of acinetobacter and 5 cfus of saprophytic bacteria. The air/water channel tested positive for 2 cfus of acinetobacter and 16 cfus of saprophytic bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.